Manufacturer narrative:
Per report, "blood pressure monitor is not working, cust tried changing batteries and giving error e1. Customer uses it everyday and would like a replacement asap." Customer stated that the item was working fine but stopped working afterwards. Customer does not know the exact date of when the incident happened. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "blood pressure monitor is not working, cust tried changing batteries and giving error e1. Customer uses it everyday and would like a replacement asap."